Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (dose, concentration, and lot # unknown) in an implantable pump for intractable spasticity and a spinal cord injury/spinal cord disease. The patient's pump was initially implanted on (B)(6) 2009. The patient experienced pain after the pump was implanted and prior to leaving the hospital in 2009. The patient's physician attributed the pain to the scar tissue. On an unspecified date in 2009, the physician added morphine to the patient's pump and "put too much." The patient was still taking oral morphine pills at the time. The patient had requested to have a dye study, but the study was never performed. Following the addition of morphine in the pump, the patient experienced bleeding boils, weird symptoms, withdrawal, and continued to have chronic pain daily. The patient was now very allergic to morphine. Since the pump was implanted, the patient experienced tasting copper, as if he had a mouth full of pennies. As a result, the morphine was removed from the pump (date not provided). The event was considered to be resolved. The patient's pump currently only delivered baclofen intrathecal. It was noted that the patient also took tegratol for seizures and had 6-7 pages of medications. Per the patient, he had experienced issues throughout the entire time the pump had been implanted. The issues had not necessarily been related to the pump; the issues were more related to the patient's medical issues. The patient had a very sensitive spine; if the spine was bumped, spasms, seizures, respiratory and cardiac arrest would follow. The patient experienced spasms in his throat, torso, heart and lungs. This was the reason the patient had the pump implanted. It was additionally noted that the patient was blind, deaf, had speech issues, and was in a wheelchair. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, when the symptoms began, event details, and troubleshooting performed. If additional information is received, a follow-up report will be submitted.